Event description:
It was reported that outside of surgery, the instrument doesn't function, the switch is defective. During device evaluation, it was discovered that the switch was missing. There was no patient involvement. Due diligence is complete, no further information is available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined that the switch was missing. The device has not been repaired at this time. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: belgium.